Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 88 to 14mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to lab test results; observed results of 69 mg/dl with trueresult meter and 140mg/dl from lab. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 198 mg/dl and 190 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 69 mg/dl, (B)(6) 2015, 06:10am; 90 mg/dl, (B)(6) 2015, 06:10am; 98 mg/dl, (B)(6) 2015, 06:25am; 101 mg/dl, (B)(6) 2015, 06:20pm; 90 mg/dl, (B)(6) 2015, 06:20pm. Adverse event not reported.